Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . Complaint of low alarm volume was confirmed during testing. Overall condition of device was reported to be in good physical shape. Unknown cause of problem. Action was taken to replace the replace piezo, both housings and batteries compartment. Device then passed all functional testing.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 audible alarm was very low. No patient adverse events were reported.